Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.25 x 12 mm xience alpine stent was implanted on (B)(6) 2018. The patient presented with non-st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms, including chest pain. On (B)(6) 2018, the patient was readmitted again for chest pain. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.